Event description:
It was reported 2 bd needle 25g 1in had occlusion issues. The following information was provided by the initial reporter: "needle occlusion".

Manufacturer narrative:
Investigation summary: one photo and one sample with open packaging was received by our quality team for evaluation. From the photo, the team was unable to observe a clogged needle. The sample was subjected to visual inspection, a clogged needle defect was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The packaging process was reviewed. There is no abnormality observed during the production of the affected batch. The packaging machine could not have caused the clogged needle. The assembled needle was manufactured at bd fraga, and the sample was sent to the quality team there, for a supplemental investigation. The sample was examined under a microscope and a clogged needle was from a medication. During the cannula assembly process, needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. This camera is challenged every 8 working hours. In addition of this preventative methodology, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembly process every 30 minutes. As the sample was occluded due to the medication, it is considered that the medication could have had a potential implication to the issue. In certain circumstances, the drug product can be deposited inside the cannula causing the needle to block / occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time, which allows the drug to crystallize or be deposited on the inner surfaces of the needle. H3 other text : see h10.

Event description:
It was reported 2 bd needle 25g 1in had occlusion issues. The following information was provided by the initial reporter: "needle occlusion".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.